Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. Upon interrogation, the device indicated an elective replacement indicator. It was noted that the patient had recently underwent an ablation. A device download restored normal function. The patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.